Manufacturer narrative:
Analysis was performed on the returned device. The reported plunger deployment issue was not confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that may contribute to plunger deployment issue include but not limited to, interaction with patient anatomy or failure to maintain a stable position of the device with respect to the tissue tract. The subsequent treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of a left common femoral artery with a proglide device using the pre-close technique via an 6f sheath hole prior to an interventional thoracic aortic aneurysm (taa) procedure. Reportedly, the plunger was stuck and unable to be depressed. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to an 20f and the taa procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.